Event description:
Boston scientific received information that one day post implant, this left ventricular (lv) lead was found to have high capture thresholds and dislodged. The patient was getting stimulation originally so the outputs were optimized. The physician is concerned with device longevity if the device is programmed to such outputs. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.